Event description:
It was reported on (B)(6) 2024 that the patient was hospitalized due to fluid decompensation and was presenting with weight gain and swelling. The site reported that the pressures from the cardiomems were not elevated prior to hospitalization. On (B)(6) 2024 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. During procedure the physician was unable to locate the sensor by fluoroscopy and it was confirmed that the sensor had migrated to the right ventricle. The patient was discharged (B)(6) 2024. On (B)(6) 2024 it was reported that the patient had been admitted for a cerebrovascular accident (cva) and that transesophageal echocardiography confirmed the sensor has now migrated to the right atrium. The physician reported the patient has an atrial septal defect (asd) from their prior watchman implant so the working diagnosis is that they likely developed a thrombus associated with the cardiomems and this traversed the asd leading to the cva. The site planned to explant the sensor once the patient was stable as they were currently hospitalized for decompensated chronic heart failure. On (B)(6) 2024 it was reported that the patient had died. It was confirmed on (B)(6) 2024 that the cause of death was respiratory failure and that at the time of death the patient had not been discharged from their (B)(6) 2024 hospitalization. On (B)(6) 2024 the patient's physician confirmed that they believe that the stroke led to the respiratory failure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).